Event description:
The pt is a (B)(6) , female, with what are considered to be falsely elevated results on immulite 1000 turbo troponin I and ck-mb. It is not known if the results were repeated. No additional data, additional troponin and ck-mb test results were provided by the laboratory. No known adverse impact was reported due to the incorrect results.

Manufacturer narrative:
Analysis of the instrument data indicate that there are no known cause for the discordant troponin and ck-mb results. No further eval of the device is required. The instrument is performing within specifications. (B)(4).